Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had passed away. The physician does not know the reason.